Event description:
It was reported that following a device and lead placement revision due to infection (refer to manufacturer's report #3004209178200904114) the pt experienced a 'tingling' sensation in ins pocket, left thigh and left side of face. The pt was reprogrammed, but still had undesired nerve stimulation. The pt was scheduled for a revision in 2009.